Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer has a blood glucose level was 111 mg/dl at the time of the call. The customer states that the location of the leak was in the reservoir stopper. The customer pulled the plunger out of the reservoir which caused the leak. The customer threw away the leaking reservoir and was unable to send the reservoir back for analysis.